Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 quit working, would not burn. Device would not cut. New device used to complete case. No delay. No harm.

Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/09/2024. An investigation was conducted on 01/11/2024. Only the cannula was returned for investigation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The c-ring was observed to be intact with no visual defects. Based on the returned condition of the device, the reported failure "failure to cut" was not confirmed. The lot # 3000341381 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.